Manufacturer narrative:
Update 16-nov-2023: root cause: defective inspiratory valve.

Manufacturer narrative:
In an attempt to resolve the issue, the circuit was swapped and it was made sure that intellicuff was inflated. The issue persisted, so the ventilator was swapped for another g5 ventilator. No patient harm observed. Log file was obtained. Various attempts to reproduce the issue were unsuccessful. A defective servo pcb and/or defective ppat sensor are suspected. Investigation is ongoing.

Event description:
Hamilton medical ag received the following description: although the trigger is turned off, self-triggering occurs in the device. Tidal volume is constantly changing. Ppat setting is not set.

Manufacturer narrative:
In an attempt to resolve the issue, the circuit was swapped and it was made sure that intellicuff was inflated. The issue persisted, so the ventilator was swapped for another g5 ventilator. No patient harm observed. Log file was obtained. Various attempts to reproduce the issue were unsuccessful. A defective servo pcb and/or defective ppat sensor are suspected. Investigation is ongoing. Update 07-aug-2023: the hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and fuction, and have the same device classification and product code under 21 cfr 868.5895. Please disregard the following parts of the previous manufacturer narrative: "in an attempt to resolve the issue, the circuit was swapped and it was made sure that intellicuff was inflated. The issue persisted, so the ventilator was swapped for another g5 ventilator. No patient harm observed. Log file was obtained. Various attempts to reproduce the issue were unsuccessful."

Event description:
Hamilton medical ag received the following description: although the trigger is turned off, self-triggering occurs in the device. Tidal volume is constantly changing. Ppat setting is not set.